Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the battery drive casing seal was found to be stiff and the turning knob sluggish due to the condition of the seal. The customer was sent a replacement on 02/04/13. (B)(6). Placeholder.

Event description:
Customer reported device no longer oscillated. This is report 1 of 1 for #(B)(4).